Manufacturer narrative:
(B)(4). The complaint airvo humidifier is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audio alarm of a pt101 airvo 2 humidifier was distorted. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was received at fisher & paykel healthcare (f&p) new zealand where it was inspected by trained f&p personnel. The device was performance tested and the audible alarm was checked. Results: during testing it was found that the audible alarm did not function and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm function and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in australia reported that the audio alarm of a pt101 airvo 2 humidifier was distorted. There was no patient involvement.